Event description:
Fail code 533. Info was not provided regarding whether or not the failure occurred during a pt infusion. No reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
Eval: the reported condition of fail code 533 was confirmed. Typically, this failure is associated with the user interface module communication with the pump head module.